Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 160 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for analysis

Manufacturer narrative:
After battery installation, the device powered up with a blank display. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. The battery connectors were so corroded that they detached from the board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.device received with a crack on the battery tube which extends to the top where the battery threads are located.